Event description:
Reportable based on device analysis completed on 16aug2023. It was reported that there was resistance was noted while using the guidewire within the microcatheter. A 180x25cm fathom -16 was selected for use. During the procedure, it was noted that there was resistance was noted while using the guidewire within the microcatheter. The physician completed the procedure without using any other device because the resistance occurred near the end of procedure. He withdrew fathom and microcatheter together while finishing the procedure. No patient complications were reported. However, device analysis revealed that the polytetrafluoroethylene (ptfe) was peeled off.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The guidewire was returned for the analysis, and it was observed that the guidewire was bent at the distal section. Additionally, the coating ptfe was peeled. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No other issues were identified during the product analysis.